Manufacturer narrative:
The investigation for the access site bleed and thrombocytopenia has been completed. The device was not returned for evaluation. Without sufficient clinical details nor the device return, the root cause of the access site bleed and the thrombocytopenia could not be determined. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation)."

Event description:
The user facility reported that the patient developed hematoma at the impella access site. The next day, the hematoma appeared to be getting larger. The patient will be taken to get drain placed at hematoma site. Bival glucose tolerance test was stopped. The pump was explanted three days later.